Event description:
It was reported that the device pocket was re-opened and found that the atrial lead was not in the device connector. It was noted that the setscrew was lying sideways in the grommet. The device was removed and replaced and the lead was re-attached and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.